Manufacturer narrative:
H10: the lot number for the device was provided and a lot history review was performed. The device was returned for evaluation, and was confirmed for a break and a leak. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: b5, h6( device code) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806061 implantable port allegedly experienced a break and a fluid leak. This information was received from one source. There was no patient contact. Patient information was not provided.

Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The device was returned for evaluation and a break was identified. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806061 implantable port allegedly experienced a break. This information was received from one source. There was no patient contact. Patient information was not provided.